Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving morphine (10 mg/ml) via an implanted pump. It was reported that at the pump refill they expected to get approximately 2-3 mls of drug, but instead pulled back 38 plus mls. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. The patient was going to be sent to the physician. The issue was not resolved at the time of the report, and it was indicated that the hcp had no further information to provide regarding the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6)2021 explanted: product type catheter product ID 8780 lot# serial# (B)(6) implanted: (B)(6)2021 explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780 serial/lot# (B)(6), ubd 2023-08-24, UDI# (B)(6) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient¿s friend/family member who was calling for physician listings to get a second opinion. Per the reporter, the patient had a volume discrepancy issue ¿maybe once sometime between implanting the pump and august of this year¿. The reporter stated that the patient was in the ICU (intensive care unit) at the beginning of this year (february to march) and lost a lot of weight. He continued to lose weight while at home due to moving around more due to his back hurting so bad and due to the limited food he could eat being on a cardiac diet and kidney diet. It was determined in (B)(6) 2022 that the pump wasn¿t working (the catheter was twisting and wasn¿t working), and the doctor repaired it sometime in (B)(6) 2022. At the patient¿s most recent pump refill on (B)(6)-2022, the doctor pulled out 16 ml of medication, and because of this, they were concerned that the pump was not working (the catheter needed repairing again). The patient was scheduled for a CT scan on (B)(6)-2022. The indication for pump use was spinal pain.